Event description:
Procedure type: unknown. According to the reporter: air was infused into balloon, but it was found the balloon was torn. Used another device. No additional bleeding. Nothing fell into the patient cavity. No tissue damaged. Operative time not extended more than 30 minutes. No patient injury reported. No patient info available.

Manufacturer narrative:
(B) (4).